Event description:
It was observed that during the device evaluation, the hysterovideoscope exhibited the peeling of the adhesive around objective lens and the light guide lens, and the adhesive on the bending section cover had a chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.